Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc), a leak was observed in the hemostasis valve. Troubleshooting was performed, but the issue continued to occur. Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.